Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was fragmented in many pieces') and device dislocation ('essure was not correctly placed on fallopian tubes (close to perforating her organs)') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced procedural pain ("post procedural pain"). In 2017, the patient experienced abdominal pain lower ("lower abdominal colic"), oedema peripheral ("oedema of lower limbs"), menorrhagia ("heavy prolonged menses with clots"), headache ("intense headache"), vaginal discharge ("vaginal discharge with odor") and vulvovaginal pruritus ("vaginal pruritus"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("abdominal distention"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), pelvic pain ("pain in pelvic region/stabbing pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("coital bleeding/post coital bleeding"), dyspareunia ("coital pain/post coital pain"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics, antiinflammatory agents and anxiolytics. At the time of the report, the device breakage, device dislocation, abdominal pain lower, breast pain, abdominal distension, oedema peripheral, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, pelvic pain, fatigue, loss of libido, coital bleeding, dyspareunia, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress and vulvovaginal pruritus had not resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, nervousness, oedema peripheral, pain, pain in extremity, pelvic pain, peripheral swelling, procedural pain, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: patient wanted to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure was not correctly placed on fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure was fragmented in many pieces') and device dislocation ('essure was not correctly placed on fallopian tubes (close to perforating her organs)') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In (b) 2012, the patient experienced procedural pain ("post procedural pain"). In 2017, the patient experienced abdominal pain lower ("lower abdominal colic"), oedema peripheral ("oedema of lower limbs"), menorrhagia ("heavy prolonged menses with clots"), headache ("intense headache"), vaginal discharge ("vaginal discharge with odor") and vulvovaginal pruritus ("vaginal pruritus"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("abdominal distention"), pain in extremity ("leg pain"), peripheral swelling ("leg swelling"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), pelvic pain ("pain in pelvic region / stabbing pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("coital bleeding / post coital bleeding"), dyspareunia ("coital pain / post coital pain"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid"), pain ("generalized pain"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics, antiinflammatory agents and anxiolytics. At the time of the report, the device breakage, device dislocation, abdominal pain lower, breast pain, abdominal distension, oedema peripheral, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, pelvic pain, fatigue, loss of libido, coital bleeding, dyspareunia, uterine inflammation, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress and vulvovaginal pruritus had not resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety disorder, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood swings, nervousness, oedema peripheral, pain, pain in extremity, pelvic pain, peripheral swelling, procedural pain, stress, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: patient wanted to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure was not correctly placed on fallopian tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.